Event description:
ER nurse called to report an employee eye contact with cidex plus glutaraldehyde based disinfectant. Employee irrigated eye with sodium chloride solution. User rinsing a device with cidex plus 28 day solution and the solution splashed into an eye. User was wearing glasses gloves and gown. ER physician prescrived some eye drops due to abrasion to the eye. Follow up visit indicated no issues. Product thrown out.